Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that while the device was being set up for a cardiac catheterization procedure, a shock was delivered to the patient connected to the device. It was reported that the device was in clinical use when the alleged failure was observed. The patient sustained a small burn to the left side of the patient's body, beneath the pad placement area. No treatment was needed or given. It was stated that the patient is "ok" and that the procedure was completed without any further problems.